Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the single use aspiration needle could no longer be extended, only the tube could be seen. The tube of the needle was torn off. The issue was found during an endobronchial ultrasound procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated: d9, h3, h4, h6, h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported damaged aspiration needle could not be determined, however, the likely failure modes for the observed needle sheath damage was likely one or more of the following: -an attempt was made to extend the needle abruptly, or the needle might have been forcefully extended when the endoscope was excessively angulated. -an attempt was made to extend the outer needle after the inner needle was extended. This may have caused the distal end of the needle to catch in the tube. -when the product was withdrawn from the endoscope, it may have been excessively angulated. Olympus will continue to monitor field performance for this device.